Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: the DHR was performed, quality notification and maintenance analysis and the maintenance order (B)(4) potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe scale marking missing. The probable cause for the defect is related to misalignment of the air nozzles of the marking machine entrance, allowing the defect product flow of the process. To correct the defect it was performed the maintenance order (B)(4) concluded at 13th oct 2017. Confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: a sample was received, and it is possible observe scale marking missing. DHR review: it was verified the batch record and the manufacturing date for this batch was october 09th to 14th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 1 hour at 24 parts; qn review: no quality notification (qn) could lead to this issue for the batches involved in this complaint are observed. Maintenance review: evaluating the maintenance records was observed the occurrence (B)(4) - that could related to defect. Conclusion: it was performed the DHR, quality notification and maintenance analysis and the maintenance order (B)(4) potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe scale marking missing. The probable cause for the defect is related to misalignment of the air nozzles of the marking machine entrance, allowing the defect product flow of the process. To correct the defect it was performed the maintenance order (B)(4) concluded at 13th oct 2017. It was performed DHR evaluation and maintenance occurrence was observed. Based on this occurrence the potential causes for the problem is: - misalignment of the air nozzles of the marking machine entrance - fixed according (B)(4); the defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the bd plastipak¿ insulin syringe had no scale markings. Found before use. No serious injury or medical intervention noted.